Event description:
During contact with lifescan the reporter performed a control test and rec'd an er1 message. She had never seen the er1 message before. She compared the control test strip confirmation dot to the vial color chart and it was very dark blue. Review of the meter memory provided by reporter er1: 151, 121, 120, 130, 154, 184, 121, 127, 128.